Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an all inside anterior cruciate ligament surgery the suture tore tibially while insertion into the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. In addition, a screw was used to secure the tightrope. It was not necessary to do a second surgery.